Manufacturer narrative:
(B)(4). B3: event day and month unknown. Captured as (B)(6) 2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst45d reload loaded on the device. The reload was received fully fired with some b-formed staples on the deck. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. The event reported was confirmed and it is related to improper use of the device. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 689a65, and no non-conformances were identified.

Event description:
It was reported that the echelon gun was stuck after firing. The articulated jaw can't be straighten after firing, thus surgeon can't open the jaw. No patient consequences reported. No further information is available.